Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the instrument was damaged. There was no patient involvement.

Manufacturer narrative:
Product analysis # (B)(4) :2024-06-03 13:35:39 cdt webmremotews sfdcmnav product analysis task update tested by date: 2024-06-03 findings and conclusions: one of the two side tabs has been broken off and is missing from the returned tracker. Otherwise, the tracker receives known good instruments without issue. With markers attached and fully seated, the tracker displays a good geometry error with normal tracking. Afc: nafc0118 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.